Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal circumflex artery. An unspecified 2.0 x 12 mm balloon catheter was used for pre-dilatation. A 2.5 x 23 mm xience prime was implanted when a proximal edge dissection occurred. The dissection was treated with another xience stent delivery system to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.